Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and loss of consciousness. No lot release records were reviewed, as the product lot number was not provided. Please note that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available.

Event description:
It was reported that the patient lost consciousness due to hypoglycemia and required medical attention on (B)(6) 2025 . The patient's blood glucose (bg) levels dropped to 0.8 mmol/l (14.4 mg/dl) while wearing the pod between 25 and 36 hours on the leg. The patient stated that during the night the pod went to manual mode and continued delivering insulin. The patient stated needing to call the ambulance due to fainting. The patient was transported to walsall manor hospital and was treated with fluids and glucose (administration method not provided). The patient was discharged the same day. The device was discarded.